Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the first firing with this device (reload) was fired along the stomach. The surgeon reported that the first staples appeared abnormal. This was the first row of staples on both sides. The staple line was compromised. No other information was available. The case was completed by over-sewing the transaction. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: were the staples malformed? 1st firing was a green reload with no issues - 2nd firing on ¿ staple line looked different, appeared jagged¿ oversewed since it looked different ¿ could not tell if the cut line was jagged, but staples appeared jagged and different than other firings. The device was used to complete the procedure with no additional problems. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? No.